Event description:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120. Summary in h10.

Manufacturer narrative:
Other, investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120. The complaint of alarming error code 41541 1003 was not verified or duplicated during testing. The over all condition of the device is good. Event log reveled alarm. No fault found with complaint, however decision was made to do preventative action as the cause was not established, so the latch lock optic flex sensor will be replaced. Device passed all pm testing.

Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect 2645.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error code 41541 1003. No adverse effects reported. Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error code 41541 1003. No adverse effects reported.